Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 97702, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 39286-30, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported via the manufacturer's representative (rep) they were having difficulty charging. The battery was interrogated and it was confirmed the device was overdischarged. The patient was taken through the physician restart mode several times but the device was not able to be recovered. At the time the issue had not been resolved but the neurosurgeon put in a request for an implantable neurostimulator (ins) replacement. Relevant medical history includes complex regional pain syndrome type 1.